Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage was noted. While performing a pci, the physician was unable to advance the 3.0x32mm liberte bare metal stent through an unknown vessel. No withdrawal resistance was experienced, but upon removal of the device, it was noted that a stent strut had lifted. The procedure was successfully completed with another 3.0x32mm liberte bare metal stent. The patient was discharged the next day and no patient injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review o the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.